Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. A 16x40/9fr wallstent was removed from the shelf and the tech noticed that the stent was bent. The device never entered the patient.

Manufacturer narrative:
Device analysis determined that the condition of the returned device was consistent with the complaint incident. The device was returned without its packaging. An examination of the device found that the shaft was slightly kinked distal to the t-bar connector. During analysis it was possible to insert a 0.035 inch guidewire through the device without issue and it was also possible to partially deploy and reconstrain the stent without issue. No issues were noted with the profile of the partially deployed stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. A 16x40/9fr wallstent&#59415;as removed from the shelf and the tech noticed that the stent was bent. The device never entered the patient.

Manufacturer narrative:
(B)(4).